Event description:
It was reported that a patient experienced a hip dislocation after an unknown amount of time post total hip arthroplasty and underwent a closed reduction. The surgeon was concerned that the bearing had disassociated from the head during reduction and the patient underwent a revision surgery. During the surgery, it was confirmed that the bearing had separated from the head. The bearing and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer had indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01157 and 0001825034 - 2022 - 01158.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
H6: component code: mechanical (g04) : head. Reported event was unable to be confirmed due to limited information provided by the customer. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.